Event description:
The patient experienced severe hypoglycemia while at work, and his colleagues found him unconscious and contacted the paramedics. His blood glucose at the time of the event was 1 mmol/l (18 mg/dl). He received a glucose infusion and was transported to the hospital. He was still hospitalized at the time of the report. It was reported the infusion device could not be found, and it is unknown if any product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. It is unknown if device will be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed.